Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed via phone troubleshooting that the probable cause was identified as use error due to overdue maintenance. The customer replaced the electrodes to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining false low sodium (na), potassium (k), and chloride (cl) patient results on their dxc 700 au ise clinical chemistry analyzer part number (pn b86444, sn (B)(6). There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient data or patient demographics.